Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient started having a little more trouble holding their urine a couple of weeks ago. The caller wanted to turn the ins up but had not been able to get the therapy screen since ¿probably a couple of weeks ago.¿ after repositioning the programmer (pp), they were able to connect. Troubleshooting found that when they tried to increase from 1.7v, the pp showed ¿turn ins on;¿ stimulation was off. It was stated that they thought the patient was at 2v before. Therapy was turned back on, and it was reviewed that the patient could stay at 1.7v and see how it works now that it¿s on. If they did not see any improvement, they could try to increase. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it was unknown why the setting was at 1.7v when they thought it was at 2v. It was noted that the stimulation could have been off because they ¿may have hit the off button by mistake?¿ no further patient complications are anticipated or expected as a result of this event.